Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was alleged that when the patient pressed the ok keypad button it took them to status screen 1. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, all the keypad buttons responded properly. The keypad button issue could not be duplicated. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.